Event description:
Argatroban 50ml bag with new tubing hung and infusion started as primary to PICC at 1744. Programmed with library and new volume to be infused at 37.13 to be infused at 1.99 ml/hr. Double check at initiation of infusion by 2 rns and again at handoff change of shift at 1905. Night rn observed pump and drip often. Noted at 2155 air in tubing, found bag was empty. Argatroban infusion bags are wrapped in brown covering. Unable to observe directly volume in bag. 4.10 infusion time at 1.99 ml/hr should have infused 8.28 ml. 28.85 ml missing. No alarms. No apparent harm to patient. Monitored drips and international normalized ratio.